Manufacturer narrative:
The driver did not returned for evaluation. Photographs were provided which confirm that the distal tip has sheared off. Review of device history records showed no manufacturing or processing related irregularities. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the tip of the driver broke off into a screw during a case. The screw was attempted to be removed, and the tulip head broke off of the screw shank with the driver tip inside. Both the tulip and driver tip were removed from the patient.